Event description:
Per pt mom, she feels that the 2 cadd legacy pumps are not beeping is loud as they once were, even with a battery change. The pumps have been delivering the medication properly, but she is afraid if there is a problem that no one will hear the beeps. Sn (B)(4). Sending replacement pumps and patient did not miss any therapy. Dose or amount: 45000ng/kg/min. Dates of use: (B)(6) 2017 to present. I27.0 primary pulmonary hypertension.